Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had retainer ring broken. The customer also stated that the insulin pump has neither been bumped nor dropped. The reservoir can lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.